Event description:
It was reported by customer that they had been hospitalized for vomiting, chest pain and nausea due to high blood glucose levels on (B)(6) 2014. Blood glucose level was 505 mg/dl at time of hospitalization and customer was treated with intravenous insulin drip. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified no air bubbles in infusion set tubing. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Advised customer to change entire set and device is working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.